Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ myco/f lytic culture vials false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we have been having some false positive myco/f bottles of late. I estimate approximately 10% of our bottles. I read in your package insert that this may be due to over filling of the bottles. Is there any other reason such as close to the expiry? Do you have any data on this. In your product insert it indicates 0.7% and 3.5%."

Event description:
It was reported that while using bd bactec¿ myco/f lytic culture vials false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we have been having some false positive myco/f bottles of late. I estimate approximately 10% of our bottles. I read in your package insert that this may be due to over filling of the bottles. Is there any other reason such as close to the expiry? Do you have any data on this. In your product insert it indicates 0.7% and 3.5%."

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was not able to perform an investigation since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.